Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose with blood glucose of 28 mg/dl at the time of the incident. The customer was at 95 m/dl at the time of the call. The customer was given;2 d10s, intravenous glucose, juice, and graham crackers to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had a vehicle accident while wearing the pump, but it was not caused by high or low blood glucose. The insulin pump will not be returned for analysis.